Event description:
It was reported the pull wire within the sheath of this snare broke during a colonoscopy procedure. The physician had successfully utilized the sensation snare to remove two small polyps and was in the process of removing the third and last polyp when a clicking sound was heard. The physician was unaware the wire had broken within the sheath. The last polyp had been removed and the physician was about to cauterize the remaining stalk of the polyp. The physician was unable to perform cautery with this device. The stalk of the polyp bled and the physician administered epinephrine locally to the site, as standard protocol. Hemostasis was achieved. The broken wire was located within the protective sheath and did not come in contact with the patient mucosa. The patient was held overnight at this hospital to observe for further signs of bleeding. The patient was discharged the following day and experienced no adverse effects from this event. This device has not been received by this manufacturer. Therefore, a failure analysis is not available. Without evaluating the device is unable to determine the exact cause for this event at this time.